Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced itching and discomfort while sleeping. The icm remains in service and no adverse patient effects were reported. Approximately one month after this allegation the icm was explanted and returned to bsc. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced itching and discomfort while sleeping. The icm remains in service and no adverse patient effects were reported. Approximately one month after this allegation the icm was explanted and returned to bsc. No additional adverse patient effects were reported.

Manufacturer narrative:
A supplemental reported was opened in order to report the results of the product evaluation. Complaint investigation indicates the product was returned to boston scientific, based on analysis of the returned product (visual inspection noted no anomalies on the icm, the security keys were scrubbed, a memory dump was performed, the battery diagnostics were downloaded and found to be normal, and the device was put through a series of automated testing that verified sensing and device functionality), analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Based on the results of the investigation, no escalation is required.